Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of sensor pod to the patient's abdomen, the sensor wire was found on the floor. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available. A photograph was provided confirming the reported complaint of a detached sensor wire. However, a root cause for the reported event cannot be determined.